Manufacturer narrative:
The field service engineer (fse) was dispatched on 12/17/2015. The fse confirmed that the rbc bath wasn't sealing on aperture 2. The fse replaced the o-rings on the apertures and rbc bath.. The instrument ran without further issues and all repairs were verified per established service procedures. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported an unknown amount of contained fluid leaked around the rbc bath in the coulter lh 750 hematology analyzer during normal instrument operation. The instrument generated single aperture rbc vote outs with flagging. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results or controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.